Event description:
A reporter called to submit a report about his defective CPAP machines. He stated that his previous device was having operational problems. The device was turning on and off on its and it was also part of the recall. He contacted respironics for a replacement and he got another one. The replacement machine is doing the same thing as the previous one. Turning off and on while he is using it in his sleep. Ref report: mw5146921.